Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the white lumen had an alleged hole near the "hub collar". The catheter will be repaired. There was no reported patient injury.

Event description:
It was reported that the white lumen had an alleged hole near the collar of the hub. It was further reported that the catheter was repaired. There was no reported patient injury.

Manufacturer narrative:
It was also identified that the FDA rn number was incorrect and the correct FDA rn number 3006260740. This number will not be changed on the emdr so that this report will remain connected and identify that the event was reported to the FDA in a timely manner. Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: part of one white extension tube reportedly from a 9 fr d/l hickman catheter with surecuff was returned for evaluation. Catheter was returned with one clamp. Two straight circumferential cracks were noted on the lumen, immediately opposite one another, approximately 0.5cm distal to the hub. When viewed under magnification, both cracks appeared to have an uneven propagation with granular surfaces. A leak was observed at the site of the cracks when the catheter was flushed against resistance. Based on these findings, the investigation is confirmed for the reported catheter leak. Per the evaluation results, the cracks were both circumferentially-aligned and immediately distal to the hub. As clamping in this region can cause the catheter material to be pinched between the harder material of the clamp and the luer hub stem, it is possible that clamping too close to the hub contributed to the identified catheter damage. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.